Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. D.4 device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 27 of the unspecified bd¿ pen needle leaked. This is 2 of 2 related reports. The following information was provided by the initial reporter, translated from chinese to english: the customer reported that he bought a box of 28 insulin needles from zhongda hospital affiliated to southeast university for injecting osteoporosis drugs. The doctor informed that the drug can be injected with an insulin needle. From the injection on january 6th to march this year, all 28 injections leaked into the injection pen after injection, and the amount of leakage was relatively large. Customer failed to provide specific product number, batch number information.